Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for servicing. Review of event history found no evidence. Primary reported problem of cassette error was not verified by functional testing. Could not duplicate cassette issue. Upon power up the device alarms "pump does not have a protocol library" and "pump settings and patient data lost". It was found that the device is dated back to 2005, due to the damaged ac insulator, microprocessor unit (mpu) board will be replaced, and latest software will be installed to solve the issue. Replaced the mpu board to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that there was a cassettes error message, and the device needs coin cell and a software update. There was unknown patient involvement, and no harm was reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.